Event description:
Implanted cardioverter defibrillator discharging for no reason. Discharged twice 7/7/97 during mild activity. No harm to patient. Hospitalized 7/8/97 for removal of defibrillator and placement of another.